Event description:
The user facility reported that the tube sheath of the ultrasonic gastrovideoscope was perforated with exposed metal, and metal wires were visible through the universal cord sheath. There was no report of patient/user harm or injury due to these issues. The device was sent to an olympus service center for evaluation. The device inspection and testing did not confirm the reported device defects; however, service found that a piece of the pink ultrasound probe coating was missing. This report is being submitted for the reportable malfunction (piece of probe coating missing) found during the device evaluation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing of the device, the suspected cause of the missing piece of the pink ultrasound probe coating was due to physical stress by dropping and/or hitting the affected part to a hard surface or object; or chemical stress from the cleaning and sanitization process. In addition, service found the charge-coupled device unit cover lens was scratched, the acoustic lens was damaged, the glue on the bending section was cracked, and the probe unit was dented. The bending tube, distal end, and ultrasonic braid were deformed. The body control unit, grip, and scope cover were scratched, and the paint was peeling off the suction cylinder nut. The switch box unit was scratched. The universal cord showed signs of chemical damage. The electrical connector was dirty, discolored, and had some corrosion. The angulation system was out of specification. The ultrasonic connector frame, inner and outer shield, showed corrosion and wear. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be 09-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the piece of probe coating missing likely occurred from the user handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU) which may have prevented the event: "do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and / or ultrasonic images." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.